Event description:
It was reported that the pump touch screen was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.